Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the down arrow button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 118 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response is sometimes he carries it in his pocket, so it may have pressed against his leg. Then after that he couldn't get anything to work right. The customer was advised that the insulin pump will need to be replaced. The customer was advise to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.